Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 859 mg/dl. The customer stated that her husband found her fallen over with elevated blood glucose levels and was disconnected from the insulin pump. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.